Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 11-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction) total for lot number: 11 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 6 (5x smartset hv, 1x smartset mv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate patient received a left attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2015. Dor: unknown (left).